Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to seal appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the patient presented with a free perforation in the mid left anterior descending coronary artery. A 3.5x16mm rx graftmaster covered stent was deployed at 15 atmospheres, but the perforation was not sealed. A 2.8x16mm graftmaster covered stent was deployed at 15 atmospheres, but the perforation was not sealed. The flow was diminished, but the stents failed to completely seal. An unspecified stent was used to seal the perforation and successfully complete the procedure. Per the physician, the device did not cause or contribute to complication or adverse events, and there were no other device issues. There were no reported adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.